Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not roll properly into the loading device. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: the device was returned to cardiac surgery on (B)(6), 2010 for investigation. Visual inspection revealed that the plunger was inside the loader and was depressed, the seal was in the loader under the window on the side, and there was no blood. Based upon the visual inspection, the reported complaint "seal did not roll properly into the loading device" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have attributed to this failure mode. (B)(4).